Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed backup operation on a pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.